Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer was taken to the emergency room (ER) with a blood glucose of 46 mg/dl. The customer consumed carbohydrates prior to going to the ER to address the bg. Additional treatment was not provided to the customer while in the ER. The customer was monitored until stable. Customer was discharged from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.